Manufacturer narrative:
(B)(4). The service engineer evaluated the ventilator and using the original patient circuit and settings, the temperature sensor port was found to be open at the patient wye. The port was closed and the ventilator ventilated as intended. The ventilator passed self-testing.

Event description:
The customer reported that, while the ventilator was on a patient, the ventilator did not power on. The patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient as a result of the event.